Manufacturer narrative:
Section b3: date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection. The location of the infection is unknown. In turn, patient was hospitalized, and surgical intervention was undertaken wherein the system was explanted. It was noted that patient's condition has since improved.